Event description:
On (B)(6) 2011 at approximately 3:15pm, the patient contacted lifescan (lfs) for assistance coding/setting up his ultra2 meter. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The alleged issue began on (B)(6) 2011 at around 3:30pm while he was on the phone with a lifescan customer care advocate (cca). The patient reported that he manages his diabetes with insulin (unknown type and dosage). During the call with the cca, the patient was coding/setting up his meter and was unable to test using the subject meter. Half an hour later after the reported issue began, the patient developed symptoms of being "sweaty and pale" and handed off the phone call to his spouse to complete the meter coding/setup. The patient obtained a blood glucose reading of "46mg/dl" after his spouse set up the meter. The patient confirmed that he took juice as treatment and felt better after. The cca noted the alleged settings issues were resolved during the troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.